Manufacturer narrative:
Sunrise medical's account manager, (B)(6) was advised that while the end user was driving the chair, the power center mount footrest would extend. (B)(6) was also advised that in order to get the foot plates back to position the user would activate the elevate feature away. When he activates the "elevate home command" the footrest would return to the original position. After researching the history of the chair, it was found that the extend feature was not added to the chair, nor was it added at a later date. (B)(6) inspected the footrest assembly and confirmed that there was no missing or loose hardware and suspects that the extend actuator may be worn. Sunrise medical regulatory continued the investigation and spoke with sunrise medical's technical support department in order to clarify how the footplates would extend if that feature was never added. Sunrise medical technician, (B)(6) stated all chairs with center mount foot rests have the option for the extend feature built in. This feature would be requested by the dealer to have it either enabled or disabled. In viewing this wheelchair's original configuration, it was confirmed that the chair was ordered by the dealer with the extend feature disabled. Christian stated that it is likely that the foot plate extended because the actuator was previously damaged at some point while the chair was in use. It would also take a very blunt strike or excessive misuse to cause that much damage to the actuator that would cause it to extend on its own. Otherwise, it would be highly unlikely that the actuator would extend on its own with that feature disabled. Replacement parts were ordered by the dealer and shipped on 12/14. Sunrise medical requested with the dealer to have the damaged parts returned for a full inspection and evaluation. Upon completing the evaluation, a supplemental report may be filed if any new and relevant information is found. No further investigation will be performed by sunrise medical at this time.

Event description:
Per dealer (B)(6) the end user was driving his wheelchair at his home, when the footplate dropped to the ground. The footplate got caught on the ground causing his chair to flip over causing him to fall and the chair to fall on top of him. (B)(6) stated, per the end user he broke a bone in his foot.

Manufacturer narrative:
Background information: the quickie® qm-710/715hd/720 owner's manual (mk-100158 rev g) contains warnings for changes to programming functions. Specifically, "through programming it is possible to reverse the direction of all powered seating functions, ensure you know which direction your seat is going to move before operating." Additionally, the manual states"[d]o not attempt to operate any power seating option when the wheelchair is in motion." Discussion: while the end user was driving the chair, the power center mount footrest would extend. The user would activate the chair's elevate feature to get the foot plates back to position. When he activated the "elevate home command" the footrest would return to the original position. After researching the history of the chair, it was determined that the extend feature was not added to the chair. The returned leg rest was evaluated and did not have any damage as was originally suspected as the cause of the actuator behavior. The leg rest also functioned correctly when connected to a test chair. Based on the evaluation of the returned products, there are two remaining potential causes of the event. The first is that there was a programming change that turned the extend feature on after shipment which combined with unintended activation of the leg rest could lead to the described event. The second is an inadvertent harness swap at the intelligent seating module that could result in inadvertent activation of leg rests when the user intended to activate seating. In either case, the user would have had to activate the input device while driving against the directions provided in the owner's manual. Conclusion: evaluation of the returned product indicates that either the user or the dealer incorrectly serviced the chair enabling leg extend features or the user activated the function while driving. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. This is a use error, not a malfunction and would not be likely to result in serious injury or death if it were to recur.

Event description:
Per the dealer, the end user was using his wheelchair at home when the leg rest extended, thus causing the footplate to catch on the ground; this action led to the chair flipping over and landing on top of the end user after he fell from it. The dealer provided that the end user broke a bone in his foot.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.